Manufacturer narrative:
B3: unknown, year valid. H3: one device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the latch lock failure to detect the cassette. As a result, the latch lock and flex sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette locked, but not latched. Unlock and reattached cassette error. There was no patient involvement, no patient injury was reported.